Event description:
It was reported that the procedure was to treat an 80% stenosed, moderately tortuous left internal carotid artery (lica). There was a tight stenosis from lica to the left common carotid artery (lcca) measuring around 26 mm. An acculink stent measuring 6-8x30 was selected to stent the lesion; however, during deployment the stent moved forward, which resulted in the stent being partly deployed in healthy issue and an uncovered lesion in the cca. Another non-abbott stent was used to cover the lesion. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.